Event description:
It was reported via repair work order the cot was positioned at half height when the patient sat on the stretcher, the head end dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order the cot was positioned at half height when the patient sat on the stretcher, the head end dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged issue was not determined as the alleged cot drop event could not be confirmed. No additional details regarding the event or the service that was provided on this device were available. The issue was resolved for the customer by the customer's third party service provider as the customer reported that the device had already been evaluated and returned to service.